Manufacturer narrative:
Field service technician reported that a pyxis medstation es system drawer produced smoke while performing preventative maintenance on the device. There was no user or patient involvement. There was no harm to user or patient. This event is recorded on complaint number (B)(4) (work order). A field service technician was performing preventative maintenance on the station. Smoke was produced when the device's drawer # 11 was connected to the communication bus. The field service technician resolved by replacing the drawer and reconfiguring in the system. Customer confirmed device is operational.

Event description:
Field service technician reported that a pyxis medstation es system drawer produced smoke while performing preventative maintenance on the device.there was no user or patient involvement.there was no harm to user or patient.

Manufacturer narrative:
Initially the brand name and model number were incorrectly updated as pyxis medstation es system and now corrected into pyxis medstation 4000.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-aug-2020 to 11-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smoke was produced when device drawer 11 was connected to the communication bus. The field service technician resolved the problem by replacing the drawer and reconfiguring the system. The system was functional as intended.

Event description:
Field service technician reported that a pyxis medstation es system drawer produced smoke while performing preventative maintenance on the device. There was no user or patient involvement. There was no harm to user or patient.